Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735772. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A0709: menu would keep opening even after the cc would close it to resume navigation a23: menu button would "randomly" expand while the cc was in the navigation screen d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the menu button would "randomly" expand while the local representative (cc) was in the navigation screen. Troubleshooting was performed. The cc swapped out the camera cart and the issue seemed to be resolved. The secondary camera cart was utilized long enough to confirm that the issue was not appearing there. The same interconnect cable was used. It was noted that the probable cause of the issue was likely related to the camera cart or the connection to the camera cart. Delay information was not provided. There was no reported impact to the patient. Additional information was received. It was reported that the menu would keep opening even after the local representative (cc) would close it to resume navigation. There was no delay to the procedure.

Manufacturer narrative:
H3) the software team analyzed the logs and observed that there were four sessions on the date the issue was reported. Among these, only the fourth session logs shows that the site went till the navigation task during the spinalfusion procedure. As per the case description, the reported behavior was observed during a cranial procedure and the issue appeared to be resolved after the camera cart was swapped out. Based on this information, suspecting that the issue may be related to the camera cart connection. However, the provided logs did not capture enough information to determine the root cause. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.